Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer received a pump error 63 alarm. It was also reported that insulin pump received a no delivery alarm. Customer's blood glucose was unknown. Insulin pump would be replaced.

Manufacturer narrative:
Hardware low levels alarm alarmed during self-test and confirmed in pump history due to cold solder joint at keypad assembly. Device received with operating currents within spec. Device passed rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected insulin flow blocked alarms were noted. Device received with minor scratched display window and case.